Event description:
The absorbable hemostat was purchased from a firm, and the authenticity of the product was subject to investigation as counterfeit. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the device used on a patient? If so, was there any patient consequence? No patient information is available. It is not known if the devices have been used on any patient. Investigation summary: four pictures of 12 pouches and 1 picture of an IFU from product code 1902gb and lot number 3938597 were received for evaluation. An investigation was conducted to compare the artwork (fonts, size), printed variables and bar codes to the released documents. The batch was also checked within our internal system. Many discrepancies were found during the investigation. Therefore, based on the picture¿s investigation, the complaint is confirmed as a counterfeit product a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. Date device returned to manufacturer, d9. Is device returned to manufacturer?, h6 h3 investigation summary: 12 pouches, 1 box and 1 IFU from product code 1902gb, lot number 3938597 were received for evaluation. The product was decontaminated and well packaged. An investigation was conducted to compare the artwork, printed variables and bar codes to the released documents. The batch was also checked and met all finished goods release criteria. Several discrepancies were found when the product was compared to pouch samples stored in the batch record file and labeling specifications. Therefore, the complaint is confirmed as a counterfeit product. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected d9. Device available for evaluation?, h3. Device evaluated by manufacturer?, h6. Type of investigation.